Event description:
This customer reported cycle power messages for this defibrillator. There was no patient involvement.

Manufacturer narrative:
(B)(4). This customer reported cycle power messages for this defibrillator. There was no patient involvement. The device was evaluated locally and the reported symptom was confirmed. Replacement of the power pca resolved the symptom.